Event description:
It was reported that the implantable cardiac defibrillator (ICD) had a power on reset (por). The ICD was reprogrammed and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one power on reset (por) for critical random access memory (ram) parity error, address equal to 435, data equal to 7f on (B)(6) 2011. There was one patient alert for device circuit error on (B)(6) 2011 12:45:02.